Event description:
It was reported that the lead safety switch (lss) of the pacemaker system was triggered due to right ventricular (rv) pace impedance of 2,170 ohms. Additional testing yielded impedance of 2,157 ohms and revealed an increased capture threshold. The lss automatically switches the programmed configuration to unipolar, which resulted in rv lead noise and oversensing without pacing inhibition. The system was programmed to unipolar pacing with bipolar sensing and the lead was subsequently replaced. No additional adverse patient effects were reported.